Manufacturer narrative:
(B)(4) - no consequences to the patient were reported by the reporter. Endoleaks are labeled in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. It is noted that the device was used outside the indications for use in multiple ways. It appears that the physician deployed the graft out of sequence, modified the graft, reloaded the graft and then redeployed the graft in the patient. Additionally, the main body graft is labeled to be used in conjunction with a iliac leg graft extensions, which were not used in this case. We will continue to monitor for similar complaints.

Event description:
A (B)(6) male patient had renal failure and also, as previous history, it was confirmed that the patient had impending aaa rupture and he underwent open surgery to place an artificial vessel. On (B)(6) 2010, zenith placement was performed to treat a false aneurysm of abdominal aorta (at the anastomosis site of the previously placed artificial vessel). The main body graft was removed from the delivery system first and the physician cut off both limbs to make it straight. And then, it was reloaded into the delivery system before inserting into the patient's body. No iliac leg grafts were placed. After placing the main body graft in the patient's body, a distal type I endoleak was confirmed. A main body extension was placed and the type 1 endoleak was resolved. After the procedure, the patient's condition had no problem. No images are available.